Manufacturer narrative:
The pull pin is grabbed with a compression tool that compresses the implant to the bone. After compression, the pull pin is unthreaded with another tool. However, the pull pin disengaged after it was grabbed, prior to full compression by the surgeon. As a remedial action, the surgeon used another tool from the system to complete the procedure successfully. The reporter states that "the patient was not compromised..." The root cause of the smaller pull pins is that the supplier was not able to interpret the thread specification correctly and so manufactured pull pins that were out-of-specification. As a corrective action, another supplier was used to manufacture the pull pins with specific dimensional specifications that interpreted the thread specification. It should be noted that the evaluation of whether to report was performed 9 days after the event report was received ((B)(6) 2009) - the decision made was not to report. Upon a re-review, the decision was made to report this event.

Event description:
Pull pin disengaged from screw during compression. It should be noted that the evaluation of whether to report was performed 9 days after the event report was received ((B)(6) 2009) - the decision made was not to report. Upon a re-review, the decision was made to report this event.